Manufacturer narrative:
Product complaint: (B)(4), depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is a recreation of a previously submitted medwatch report from a legacy system. This ecm medwatch report is not late. This report is being submitted at the request of the FDA as it was determined that the initial report in the sequence of this MFR number was missing. This report is being submitted to fill in that missing report. This report is a recreation of a previously submitted medwatch report from a legacy system.

Event description:
This report is a recreation of a previously submitted medwatch report from a legacy system. Original event description: it was reported the patient originally fell and had a right subtrochanteric femur fracture; the plate was implanted on (B)(6) 2008. Post operative the plate was noted as broken and was removed on (B)(6) 2009.